Event description:
It was reported that noise was observed on the right ventricular (rv) lead and the right atrial (ra) lead. No intervention was performed; the patient was stable and there were no adverse consequences. Additional information was requested but was not available. Related manufacturer reference number: 2017865-2022-41489.